Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during the procedure, smoke was noted on the fiber connector. There were no patient injuries or complications reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip appeared unused. Light was unable to travel to the sub miniature-a (sma) connector face to illuminate it indicating that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. There was no visible aiming beam exiting the distal end of the device. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during the procedure, smoke was noted on the fiber connector. There were no patient injuries or complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.